Event description:
It was reported that during a lap nephrectomy hand assisted procedure, the clip would not criimp and then fell out. No pt consequence. Case completed with another device of the same product code.